Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. It was mentioned that a difficulty was noted when attempt was made to insert versacross rf wire into the versacross dilator. Thus, when the rf wire was removed from the dilator, the coating from proximal end of the rf wire was peeled off. Thus, the rf wire was replaced from another versacross connect for faradrive and the procedure was completed successfully. No patient complications were reported. The device is expected to be return for analysis.